Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals leading to an automatic lead safety switch from bipolar to unipolar configuration, due to hlsh out of range pace impedance measurement less than 200 ohms. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).